Event description:
A hospital in (B)(6) reported, via a distributor, that four rt204 adult breathing circuits were found to be open circuit. This was found before patient use.

Manufacturer narrative:
(B)(4). This product is similar to a product which is sold in the USA. The 510 (k) for that product is k983112. Additional lot numbers: 090210& 090319. Additional manufacture dates: 02/10/2009 & 03/19/2009. Method: the hospital informed our distributor that they had discarded the breathing circuits and that they were therefore not available for examination. Our investigation is therefore based on events as described by the hospital and our knowledge of this type of issue. Results: the fault is most likely to be an open circuit in the heater wire. Open circuits are usually caused by a break in the connection between the heater wire and the heater wire pin. Conclusion: electrical open circuits in heater wires are often associated with improper crimping of the heater wire during production. All breathing circuits are electrically tested during production and those that fail are rejected. (B)(4).